Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 19.1 mmol/l, 21.9 mmol/l, 10.3 mmol/l, and 7.9 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.